Manufacturer narrative:
The micrusphere coil (ssr10041020/c18052) will not be returned therefore the root cause cannot be determined. DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
The contact at the facility reported that the micrusphere coil (ssr10041020/c18052) was missing from its detachment system when advancing into the microcatheter (details unknown) during coiling of an anterior communicating artery aneurysm. After advancing, the physician stated that he could not see the coil as he expected to. He withdrew the entire system to inspect but found that no coil was attached distal to the dpu. The physician could not confirm whether the technician inadvertently detached the coil during preparation. The physician switched to another coil and completed the case without further incident. There was no reported patient injury.